Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair, three ar-2324bct-2 (lot: 12321529) anchors had problems with the eyelet and sutures. For one anchor, after it was implanted the anchor stayed in place but all the sutures came out with the handle. For the other two, the sutures broke while tying knots.